Manufacturer narrative:
Section a3b: unknown/ asked but not available. Section b3: date of event: unknown, not provided. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section e1: surgeon's email address: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. . All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon insertion of the preloaded intraocular lens (iol) into the patient's left eye it was noticed that the unfolder portion of the lens was cracked. There was no patient injury. Back up lens was used to complete the procedure. No other information is available.